Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and an irrigation issue (used in patient) issue observed. When the octaray mapping catheter was going to be used to remap after ablation, the octaray mapping catheter would not flush. The physician attempted to manually flush the catheter, but no fluid would flush from the octaray mapping catheter. The octaray mapping catheter was replaced and the procedure continued with no further issues. No patient consequence reported. The smartablate system was used for ablation. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The customer tried manually flushing without success. The device was first used on the patient, removed from the body during therapy, and prior to re-inserting, the device attempted to be re-flushed and the issue was found. Catheter was on a pressure bag. No pump used.. After no irrigation from the pressure bag, the physician tried to manually flush with a saline syringe without success. Catheter was replaced.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter. When the octaray mapping catheter was going to be used to remap after ablation, the octaray mapping catheter would not flush. The physician attempted to manually flush the catheter, but no fluid would flush from the octaray mapping catheter. The octaray mapping catheter was replaced and the procedure continued with no further issues. No patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-may-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was bent in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).